Event description:
This event was reported as valve explanted from the tricuspid position after 24 hours due to echo showing leaflets were not opening, leaflets looked fused. No further info was provided.